Event description:
Related manufacturer reference number: 2017865-2022-03782. Related manufacturer reference number: 2017865-2022-03783. It was reported that the patient presented in clinic for pocket infection and erosion. The pacemaker was explanted. The right atrial and right ventricular leads were capped on (B)(6) 2022. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2022-03782. Related manufacturer reference number: 2017865-2022-03783. It was reported that the patient presented in clinic for pocket infection and erosion. The pacemaker was explanted. The right atrial and right ventricular leads were capped on (B)(6) 2022. The patient was stable.